Event description:
Customer reported the hospitalization due to high blood glucose. Customer was falling against the wall, dizzy and feeling sick. The blood glucose reading was 499 mg/dl. Customer was vomiting and sweating; decided to go to hospital. Hospital treated with IV fluids and insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.